Event description:
It was reported through the ihfda server that the alaris pump had an pca tampering access issue. There was patient involvement, but the outcome is unknown. Although requested, no additional information was available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.